Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The unit was also received with minor scratches on the lcd window as well as cracks in the case at the display window corners and belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's mother believes that the patient might have been leaning on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.